Event description:
Patient's representative reported "following a sudden sensation of breast turgor and pain, the patient underwent MRI, at the outcome of which it was reported complete rupture of the right prosthetic implant with ubiquitous signs of intracapsular collapse (linguine sign and key hole sign) with concomitant deformation of the prosthetic profile." The device status is unknown. This record relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "following a sudden sensation of breast turgor and pain, the patient underwent MRI, at the outcome of which it was reported complete rupture of the right prosthetic implant with ubiquitous signs of intracapsular collapse (linguine sign and key hole sign) with concomitant deformation of the prosthetic profile."